Event description:
This report is for the donor identified in the following info: 2/9/2000: blood center customer reported that a donor, who is a known diabetic, informed them that a few days following pt's donation on 1/31/2000, for platelets, pt was hospitalized with a staphylococcus aureus infection. The blood center attempted follow-up on the platelet product and found it had been transfused on 2/3/200. The recipient, a terminally ill pt, with acute lymphocytic leukemia, expired on 2/5/2000. The blood center indicated the expected death was not a result of the transfusion, but of the disease entity and therefore testing had not been done on the bag or platelet product.